Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was implanted a few months ago with the existing right atrial (ra) lead, and recently triggered a lead safety switch from bipolar to unipolar configuration due to a sudden rise in pacing impedances to greater than 3000 ohms. It was noted that there had been three spikes in impedances since implant, where the noise from the changes in impedances was oversensed by the minute ventilation (mv) sensor triggering the signal artifact monitor (sam) to switch sensing vectors from the atrial to the ventricular lead. There were also observations of noise since the switch to unipolar that were causing inappropriate atrial tachy response episodes. Technical services discussed to consider programming the device unipolar pace and bipolar sense. The system remains in-service. No adverse patient effects were reported.